Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), labeling, photo analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a bent needle and curved catheter was confirmed but the cause is unknown. A single photograph of an accucath ace deployment device and 20g intravascular catheter was returned for evaluation of this complaint. Only the distal section of the deployment device was visible, as the proximal end of the deployment device was outside the frame of the photograph. The spring inside the deployment device was no longer tightly wound. The needle appeared to be out of alignment with the axis of the deployment device. It could not be determined from the photo if the needle was bent or if the needle had become detached within the deployment device. The catheter had been separated from the deployment device. The distal end of the catheter appeared to maintain a curved shape memory. The exact root cause of the damage to the device could not be determined from the photo. The device was reportedly damaged prior to use and was in this condition out of the package. Possible contributing factors could include damage to the device due to packaging, shipping, or storage. It is unknown if the device had been received with the needle cover protecting the device or if it had become detached within the packaging. It is also unknown if any damage was seen on the outside of the device packaging.

Event description:
It was reported that the "accucath ace came out of the kit bent to the point that the accucath itself resembled a kink at the tip." No other information was provided.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the "accucath ace came out of the kit bent to the point that the accucath itself resembled a kink at the tip." No other information was provided.